Event description:
1994 - subpectoral conversion w/mcghan textured saline implants. 1996 developed hematoma lt breast - resulted in capsular contracture lt breast. 5/2000 deflation rt implant. 5/17/00 obvious deflation on rt and class iii capsular contracture on lt. In 2000 pt underwent bilateral capsulectomy and implant removal. Lt implant removed intact. Rt implant was indeed deflated and appeared to have a small pinhole in it. Bilateral capsules to pathology as bilateral biopsy.